Event description:
It was reported that balloon rupture occurred. The 100 stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 20mm x 143cm coyote es mr balloon was selected for use. During the procedure, the balloon ruptured after the first inflation at 2 atmospheres for 1 second. The device was removed without any problem, and the procedure was completed with another of the same device. There were no patient complications as a result of this event.